Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced. However, the event was presumed to have been due to the following: temporary conduction failure of pc board inside scope connector due to moisture or water that invaded the subject device by the following. Stress applied to open venting connector accidentally while device was under water. Foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. Water invaded leakage tube by breakage/misconnection of tube, breakage of packing at reprocessor/leakage tester tube, or the like. Invaded water entered scope connector during leakage test. Immersed device in fluid for reprocessing while sterilization cap was attached. Connector cap of leakage tester was attached to wet venting connector. Leakage tester was attached/detached while device was under water. Failure of ccd (charged coupled device) unit and/or scope connector internal circuit board by device handling below. Earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. Failure of the system the instructions for use (IFU) states as follows: "operation manual: important information ¿ please read before use: precautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service was unable to reproduce the customer¿s reported b30 error, and found the image properly displayed with no error message. However, the device was partially disassembled, and moisture was found inside the scope connector. Corrosion and deposits were detected on the print circuit board as well as on the cable connection. The rubber covering was removed, and the scope underwent a drying process. Air leak inspection did not show any water leaks. It was observed that the pin of the venting connector and the gap are aligned with each other such that is positioned in the center of the gap, as required. The light guide cover lenses demonstrated physical damage, such as hitting a hard surface. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified procedure, error code b30 (scope communication error) was displayed. There was no delay in the procedure as they were able to switch to another similar device to complete the procedure. There was no patient or user injury reported due to the event.